Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-rays were provided and reviewed by a third party surgeon. The x-ray review confirms superolateral dislocation of the left hip arthroplasty with subsequent reduction, alignment and fit are unremarkable. There is no evidence of loosening, wear or other abnormality. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown stem, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00802, head.

Event description:
It was reported by the 411 group that a patient underwent a hip arthroplasty on an unknown date. The patient is being considered for a revision due to dislocation on an unknown day. The sales rep was inquiring about implant identification. Attempts were made to obtain additional information; however, none was available.